Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 125 mg/dl, 50 mg/dl, 158 mg/dl, 54 mg/dl, 95 mg/dl, and 99 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated she took 0.3 units of novolog from her insulin pump with the result of 125 mg/dl, and she self-treated with yogurt after the last result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.